Event description:
The customer reported that the device was unexpectedly shutting down along with an intermittent recognition of the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.